Event description:
It was reported that the unit failed during a case. This resulted in an hour delay in the case which in turn required additional anesthesia. It was further reported that the unit displayed the following message: check device".

Manufacturer narrative:
Additional information will be provided once the investigation is completed.